Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an automated impella controller (aic) would not recognize multiple purge discs. The issue was identified during an in-service training and no patient was involved in the event.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The logs from the complaint date revealed that the console issued purge disc not detected alarm several times. The console was examined, and a broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue g1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27962. H6 type of investigation code 4114 was erroneously entered on the initial manufacturer device report number 1220648-2025-27962. H10 investigation results were inadvertently omitted on the initial manufacturer device report number 1220648-2025-27962.